Manufacturer narrative:
Investigation summary: with the available information, boston scientific did not identify any product characteristics that would have caused or contributed to the clinical observations as the device passed all testing completed. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Device labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk review: a risk review was completed and confirmed that the event of failure to capture was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this product passed all testing and no product characteristics were identified that would have caused or contributed to the clinical observations. We will continue to monitor field reports for similar observations.

Event description:
It was reported that this patient with an implantable pacemaker system and a complex congenital heart defect (taussig-bing complex), complete atrioventricular (av) block, and a history of extensive heart surgery was recently temporarily hospitalized due to adenitis. This lymph node infection was treated with apocillin and flagyl. As the patient's clinical condition improved with decreased c-reactive protein levels, the patient was discharged the same day. However, that evening, the patient was found to be unconscious and pulseless in the bathroom by their relatives. Cardiopulmonary resuscitation was performed, and the ambulance noted that there was a ventricular tachycardia (vt) recorded, followed by ventricular fibrillation (vf). Two defibrillations were delivered with a brief return of spontaneous circulation, but then went into cardiac arrest again. The patient was transported to the hospital with advanced life support (als), which continued upon arrival. Brief spontaneous circulation occurred again prior to the onset of a new asystole. As the patient has av block and an aged pacemaker lead, the physician suspected potential loss of capture to be the cause of the lack of circulation. The pacemaker was reprogrammed with a high output, and echocardiography confirmed small contractions without effective circulation. Hematological gas analysis also confirmed severe acidosis (ph 6.5), which was unable to be raised with administered tribonat. Physicians ceased als following 80 minutes due to a lack of a clinical response, increased bleeding in the airways, and ventilation difficulties. Boston scientific technical services (ts) has also been contacted and confirmed there was right ventricular capture during the episode. The device has been returned for analysis.

Event description:
It was reported that this patient with an implantable pacemaker system and a complex congenital heart defect (taussig-bing complex), complete atrioventricular (av) block, and a history of extensive heart surgery was recently temporarily hospitalized due to adenitis. This lymph node infection was treated with apocillin and flagyl. As the patient's clinical condition improved with decreased c-reactive protein levels, the patient was discharged the same day. However, that evening, the patient was found to be unconscious and pulseless in the bathroom by their relatives. Cardiopulmonary resuscitation was performed, and the ambulance noted that there was a ventricular tachycardia (vt) recorded, followed by ventricular fibrillation (vf). Two defibrillations were delivered with a brief return of spontaneous circulation, but then went into cardiac arrest again. The patient was transported to the hospital with advanced life support (als), which continued upon arrival. Brief spontaneous circulation occurred again prior to the onset of a new asystole. As the patient has av block and an aged pacemaker lead, the physician suspected potential loss of capture to be the cause of the lack of circulation. The pacemaker was reprogrammed with a high output, and echocardiography confirmed small contractions without effective circulation. Hematological gas analysis also confirmed severe acidosis (ph 6.5), which was unable to be raised with administered tribonat. Physicians ceased als following 80 minutes due to a lack of a clinical response, increased bleeding in the airways, and ventilation difficulties. Boston scientific technical services (ts) has also been contacted and are pending a device data review. At this time, this pacemaker remains implanted.

Manufacturer narrative:
This report is being sent to provide new information in section b5 (event description).

Event description:
It was reported that this patient with an implantable pacemaker system and a complex congenital heart defect (taussig-bing complex), complete atrioventricular (av) block, and a history of extensive heart surgery was recently temporarily hospitalized due to adenitis. This lymph node infection was treated with apocillin and flagyl. As the patient's clinical condition improved with decreased c-reactive protein levels, the patient was discharged the same day. However, that evening, the patient was found to be unconscious and pulseless in the bathroom by their relatives. Cardiopulmonary resuscitation was performed, and the ambulance noted that there was a ventricular tachycardia (vt) recorded, followed by ventricular fibrillation (vf). Two defibrillations were delivered with a brief return of spontaneous circulation, but then went into cardiac arrest again. The patient was transported to the hospital with advanced life support (als), which continued upon arrival. Brief spontaneous circulation occurred again prior to the onset of a new asystole. As the patient has av block and an aged pacemaker lead, the physician suspected potential loss of capture to be the cause of the lack of circulation. The pacemaker was reprogrammed with a high output, and echocardiography confirmed small contractions without effective circulation. Hematological gas analysis also confirmed severe acidosis (ph 6.5), which was unable to be raised with administered tribonat. Physicians ceased als following 80 minutes due to a lack of a clinical response, increased bleeding in the airways, and ventilation difficulties. Boston scientific technical services (ts) has also been contacted and confirmed there was right ventricular capture during the episode. It was indicated that the device is being returned for analysis.